Manufacturer narrative:
Reliability analysis inspected one opened and or used sensor and found sensor broken part missing. It was unable to be confirmed if the customer received sensor damaged, due to customer returning opened sensor.

Event description:
The customer reported via phone call that they are receiving sensor and calibration errors. The customer's blood glucose level at the time of incident was unknown. Troubleshooting was conducted. The customer's sensors are being replaced and returned for analysis.